Event description:
On (B)(6) 2012, the distributor contacted animas alleging the down keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation (B)(4) follow-up # 1 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: keypad peeling at the ok button. The contrast, up, & down buttons have an intermittent response. The ok button responds properly. Removed keypad and found the contrast contact misaligned, as well as contamination under all contacts. The bolus button is torn but responds properly.